Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was for the last couple weeks patient has been having trouble recharging. Patient states one time it took 3 hours to charge from 25% to 100%. Agent reviewed charging duration depends on how far down the battery is before charging. Patient states they will check the ins battery charge more often and see if that helps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The pt called back from repeating recharging difficulty. Pt said it seems to work for their daughter who helps them and they had been charging every week but now wants to try to charge every 4 days but 2 nights ago they had trouble charging. They were frustrated because it took a long time, 3 hours, they thought it was 75% but now it's down to 3%. Reviewed charger battery, ins battery and handset battery level information and offered to assist pt to use the recharger app while recharging however pt's handset was dead. Pt plugged it in and it started taking a charge. Pt tapped the recharger app, tried to connect to charge the ins while using the app but after connecting beeping started happening, repositioning resolved the beeping but pt lost connection again. Pt was trying to charge over a sweatshirt but recommended a thin layer of clothing and pt tried again to recharge and the charger stopped beeping then started beeping again. Worked with pt to reset the charger by holding down the power button and pt was successful to start charging but beeping was heard again. Pt said the bottom battery indicator light on the charger was orange then went dark. Pt said the last time it had been charged up was 2 days ago but they got so frustrated they did not put it back on the dock to get charged back up. Reviewed some recharging best practice information and recommended pt charge their equipment back up and they can call back for further troubleshooting, if possible, call back when their daughter is with them. Pt will call back once their equipment is charged for further recharging support. The patient mentioned they have worked with a manufacturer representative (rep) in the past when they have had trouble.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated they determined the ins charging issue was occurring because patient had metal in her bra which was interfering with the charging process. Patient's daughter was able to help her reposition and they got it working and the issue has been resolved. Additional information was received from the patient. Patient called back and stated they were not getting correspondence between phone and recharger. Agent determined patient was trying to use my dbs therapy application instead of recharger application. Agent assisted patient in locating recharger application. Patient was able to connect recharger and handset during the call and see charging information. Additional information was received from the patient. The patient called back again reporting ongoing difficulties with charging the ins. Reviewed programmer and wireless recharger use and patient appeared to have some challenges understanding basic navigation instructions. Once patient opened the recharger app they encountered the recharger "not found" message but the recharger was turned off. Patient turned the wr on but continued to encounter the not found message. Reviewed wr reset and this resolved the issue. Patient had some difficulty initially positioning the wr over the ins to maintain ins charging but was eventually able to resolve this by removing their bra, and repositioning the wr. The therapy was on with ins battery at 50% and excellent charge quality. The patient also asked if it is normal to experience warmth during ins charging. Reviewed it is normal to feel some warmth however the recharger should not get hot. Recommended patient take a break from charging if it ever becomes uncomfortably warm or hot.